Event description:
The customer reported that the bedside monitor (bsm) spontaneously rebooted while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) spontaneously rebooted while in patient use. They tried replacing the power cable, however that did not resolve the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts advised swapping the power cable for the unit and to call back if that does not fix the issue. Customer called to report the issue did not resolve. Nk ts initiated a warranty exchange. The unit was sent in for repair. During the evaluation, nihon kohden repair center (nk rc) was not able to duplicate the reported issue. However, they did note some minor physical damage to the front and back case and replaced the main digital board in the unit. The repaired unit was returned to customer. A review of the serial number history shows no recurrence of the reported issue. The root cause is determined to be physical damage. Battery problems or failures could be a result of damage sustained by the battery or bedside monitor, incorrect battery being used, battery not being fully charged prior to being installed, battery being stored or charged in an environment that exceeds 104f (40 degrees c), normal wear and tear, battery calibration needed, or the bsm needing software upgrades.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) spontaneously rebooted while in patient use. They tried replacing the power cable, however that did not resolve the issue. The customer will be sending the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the bedside monitor (bsm) spontaneously rebooted while in patient use. No patient harm was reported.